Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic-474 an unspecified number of patient isolates had high mic (false resistant) results for the drugs temocillin, ertapenem, ceftazidime-avibactam, and ceftolozane-tazobactam. The user stated, "an inconsistent resistance phenotype was observed, specifically resistance to ceftazidime¿avibactam while remaining susceptible to ceftazidime." In addition, the user noted only performing confirmatory test for some isolates for temocillin using e-test. The user further stated that "false temocillin resistance may have been reported to the clinician" and "patients may have been switched from temocillin to another antimicrobial agent." No health impact or consequence reported. This is report 10 of 30.

Event description:
It was reported while using the panel phoenix nmic-474 an unspecified number of patient isolates had high mic (false resistant) results for the drugs temocillin, ertapenem, ceftazidime-avibactam, and ceftolozane-tazobactam. The user stated, "an inconsistent resistance phenotype was observed, specifically resistance to ceftazidime¿avibactam while remaining susceptible to ceftazidime." In addition, the user noted only performing confirmatory test for some isolates for temocillin using e-test. The user further stated that "false temocillin resistance may have been reported to the clinician" and "patients may have been switched from temocillin to another antimicrobial agent." No health impact or consequence reported. This is report 10 of 30.

Manufacturer narrative:
Investigation summary: this complaint is for high mic results for ertapenem (etp), ceftazidime-tazobactam (cza) and ceftolozane-tazobactam (CT) when using panel phoenix nmic-474 (catalog number 449727) batch number 5273401. The customer returned photos of phoenix generated test results for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was analyzed, and no current trends were identified associated with this defect. Historical trending was reviewed and there were no trends for high mic results for panel sku 449727. To investigate, retention panels from the complaint batch were inoculated with in house and qc isolates escherichia coli 11002 and escherichia coli a25922 to observe for etp, cza and CT mic results. Next, control panels from the same material but different batch were inoculated with in house and qc isolates escherichia coli 11002 and escherichia coli a25922 to observe for etp, cza and CT mic results. The investigation returned all panels with satisfactory susceptible etp, cza and CT sir and mic results, therefore this complaint is unable to be confirmed. Bd will continue to monitor for trends and take action as necessary.